Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The stent was still loaded in the delivery catheter and the outer sheath was elongated. One of the stent marker was found squeezed between the pusher and sheath which caused it to perforate the sheath. Deployment attempts led to further elongation of the outer sheath without stent graft release which leads to confirmed results for deployment failure and material perforation. A photo was provided in which the operator was holding the device in a polymer bag; the distal part of the delivery catheter is visible with the stent graft still loaded inside the catheter without any visible partial deployment. It was reported that a 9f introducer was used for access, the tracking vessel was neither tortuous nor calcified, the lesion was predilated and the device was flushed prior to use. Based on the provided information and evaluation of the returned sample, the investigation is closed with confirmed results for deployment failure and material perforation. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. The instructions for use state: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device'. Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding accessories the instructions for use states: "prepare a stiff 0.035" guidewire per its instructions for use and advance the guidewire under fluoroscopy to the target location. The use of an appropriately sized introducer sheath is recommended". The packaging pictograms indicate an introducer size of 8f and a 0.035" guidewire. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the left brachial via the left arm access, the device allegedly failed to deploy. It was further reported that the distal end of the stent was allegedly slightly out of the catheter. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during a stent graft placement procedure in the left brachial via the left arm access, the device allegedly failed to deploy. It was further reported that the distal end of the stent was allegedly slightly out of the catheter. The procedure was completed by using another device. There was no reported patient injury.